Event description:
Leica biosystem received the following info: "(B)(6) 2013 slides reviewed and still showed signs of water in the tissue. Bottle 6 (ims/ipa) thought to be contaminated or made up incorrectly so changed. No further issues." On (B)(6) 2013, further info provided by the laboratory indicated that re-biopsy of one (1) pt had been performed and that re-biopsy of one (1) further pt had been recommended. An identifier and both the gender and age of the re-biopsied patient; and clarification as to whether re-biopsy of the additional patient had been conducted, was requested. On (B)(6) 2013, the laboratory provided the details requested for the re-biopsied patient. As at (B)(6) 2013, info as to whether rebiopsy of the additional patient has actually been provided to leica biosystems.

Manufacturer narrative:
As this event was not reported to leica biosystems at the time of occurrence, on-site assessment of the operation of the instrument was not conducted by a leica field service engineer (fse). The specific runs used to process the tissue samples from which the slides showed "signs of water in the tissue", were not identified by the complainant. Evaluation of the instrument logs by global technical support showed that the instrument functioned as designed during execution of the small biopsies - 2hr" protocol started in retort a at 11:28am on (B)(6) 2013 and the small biopsies - 2hr" protocol started in retort b at 11:29am on (B)(6) 2013, from which it was considered most likely that the tissue samples exhibiting sub-optimal tissue processing were derived. A use error was noted during replacement of the reagent in bottle 12 (ipa) on (B)(6) 2013, which was prior to commencement of the affected protocols. Bottle 12 (ipa) was subsequently used for the final dehydration/clearing step in both of the affected protocols. However, as the ipa concentration remained in excess of the required final reagent threshold, the use error identified is not considered to have caused or contributed to the sub-optimal tissue processing reported. Further, the reagent in bottle 12 was subsequently used for the final dehydration/clearing step in a further 15 protocols, from which no adverse impact on the quality of tissue processing was reported, prior to replacement of the reagent on (B)(6) 2013. The root cause of the suboptimal tissue processing reported from the small biopsies - 2hr" protocol started in retort a at 11:28am on (B)(6) 2013 and the small biopsies - 2hr" protocol started in retort b at 11:29am on (B)(6) 2013 could not be determined from the info available.